Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay and label damage. Device passed displacement test, active current measurement, sleep current measurement, and self test. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. No failed battery test alerts noted during testing or when inserting a new battery. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got a failed battery test. The blood glucose level was unknown. The product will not return for the analysis.